Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited noise. Continued noise was noted which led to two inappropriate high voltage therapies. The lead was explanted and replaced. Fluoroscopy did not note externalization; a lead insulation anomaly was visualized during the procedure. The patient was stable.